Event description:
Two nursing assistants were transferring resident from commode at bedside to wheelchair with ez stand. During transfer resident's hand slipped from hand grip, causing him to lean to the right. The ez stand tipped over and resident was lowered to the floor. No injury.